Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During testing of the grippers to identify which one was anterior and which one was posterior, it was noticed that only the anterior gripper was working. The clip was removed from the anatomy, and tested again, and the posterior gripper continued to not function. It was noted that both grippers functioned as intended during preparation. One clip was advanced and deployed successfully reducing mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.